Manufacturer narrative:
The complaint device was returned for analysis. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a 5.2f diagnostic cardiology catheter was damaged. There was a hole or slash (puncture) found in the body of the catheter responsible for leakage of contrast product. The device was being used to inject contrast into the left coronary artery. There was poor contrast visualization ("the picture was bad"). There was no patient injury reported. The device was removed intact from the patient. No additional interventions were carried out to remove the device from the patient. . The event occurred at the beginning of the procedure. The procedure was diagnostic. Another like device was used to complete the procedure. More contrast was used than normal but there were no consequences to the patient. There were no anomalies/damaged noted to the device when removed the packaging or prior to the procedure. The device was stored, handled, and prepped according to the IFU guidelines. Visipaque contrast media was used for the procedure. The device was returned for analysis. A non- sterile cath f5.2st+ jl 4 100cm diagnostic catheter was returned. No original packaging was returned. Per visual analysis, the diagnostic catheter body shaft was received cut/ slash damage at 90 cm from hub (cut/ slash damage approximately 6mm long). No other anomalies were found. A lab sample syringe filled with water was attached to the hub of the diagnostic catheter and flushed. Neither obstruction nor loose material was observed during flushing procedure. However, leakage was observed from cut /slash damage on body shaft of catheter. Sem analysis results showed that the stretched/elongated condition on the perforation surrounding borders of the external surface suggest that the damage originated from the inside to the outside. There is no evidence of mechanical damage. Sem analysis was performed to the edge of the braid wires (rupture zone) that showed evidence of elongations on the body of the catheter as an evidence of plastic deformation due to a force applied from the inside to the outside. The exposed braid wire were also analyzed and it was found evidence of a ductile fracture due to an application of tension force, (the wires presented the shape of ¿cup and cone¿) that is representative of these types of fractures. No evidence of cut or chemical degradation was found. No extrusion / braiding defects were evident. The catheter assembly process was reviewed and there were no tools, equipment or product handling that could cause a cut, a slash or other types of damage on the product. Attempts to recreate the burst / braid wire loss were unsuccessful. The conclusion is that the event was not related to the extrusion / braiding processes. A device history review (DHR) of lot 16054702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the customer as ¿catheter (body/shaft) - leakage¿ and ¿catheter (body/shaft) - puncture/cut¿ was confirmed per visual, functional and microscopic (sem) analysis. Even though the cause of the cut/slash damage condition could not be conclusively determined during analysis, sem analysis on the affected section of unit showed stretched/elongated conditions which may suggest that procedural or handling factors may have contributed to this condition. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Event description:
It was reported by the affiliate that the 5.2f cath diagnostic cardiology catheter was damaged. There was a hole or slash (puncture) found in the body of the catheter responsible for leakage of contrast product. The device was being used to inject contrast into the left coronary. There was poor contrast ("the picture was bad"). The device was removed intact from the patient. No additional interventions were carried out to remove the device from the patient. There was no patient injury reported. Another like device was used to complete the procedure. "No real consequences, but further irradiation and injection of 100 ml of contrast product more unnecessarily." More contrast was used than normal but there were no consequences to the patient. The device will be returned for analysis. There were no anomalies/damaged noted to the device when removed the packaging or prior to the procedure. The device was stored, handled, and prepped according to the IFU guidelines. The event occurred at the beginning of the procedure. The procedure was diagnostic. Visipaque contrast media was used for the procedure.

Manufacturer narrative:
Complaint conclusion: at the beginning of a diagnostic procedure, it was reported that the 5.2f jl4 catheter was ¿damaged.¿ additional information revealed that there was a hole or slash (puncture) found in the body of the catheter that was responsible for leakage of contrast product. The catheter was removed intact from the patient and there was no reported patient injury, however the patient was exposed to additional irradiation and 100ml of visipaque contrast media. The catheter was used to inject contrast and visualize the left coronary artery. The customer stated that there was ¿poor contrast¿. The catheter did not appear damaged prior to use in the patient and was stored, handled and prepped according to the instructions for use. Another device was used to complete the procedure. The product was not returned for analysis. A device history record review was performed and showed that these lots of product met all requirements per the applicable manufacturing quality plan. Without return of the device for analysis the reported complaints ¿catheter/body shaft-puncture/cut¿ and ¿catheter/body shaft-leakage¿ could not be confirmed. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported complaints, however it is noted that the device appeared normal prior to use in the patient. The DHR review does not indicate that the event is related to the manufacturing process of the device. Therefore, no corrective action will be taken at this time.